Event description:
The surgeon reported a "disadaptation of the port." Event clarified by the physician as a "rupture between the tubing and the port." That was what they meant by "disadaptation".

Manufacturer narrative:
Visual examination of the returned device determined the access port tubing connector to be a taper I. Allergan has received the product, however, the analysis has not been completed at this time. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."